Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was at an inmate correctional facility and had a backup battery (ebb) fault. The fault occurred around 07:00 after breakfast while the patient was resting/sleeping and was asymptomatic. The patient did a system controller exchange before alerting staff at the prison or calling the team. The patient denied any alarms before the ebb fault. On interrogation of the controller, it said the ebb was due for replacement. The log file confirmed ebb faults on (B)(6) 2025 due to the ebb failing the load test. The new controller log files did not have any unusual events recorded in the log file event history. The equipment was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Log file data from the reported event date of (B)(6) 2025 was reviewed. At 07:07, a backup battery fault alarm activated due to the backup battery not passing its load test. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The driveline was disconnected at 07:10, consistent with the reported controller exchange. The backup battery fault alarm did not prevent the controller from supporting the system as intended while the driveline was disconnected. Provided information indicated that the backup battery was replaced. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The inspection testing data was reviewed for the event 11v battery (serial number: (B)(6)) and it was found that the battery passed. Heartmate 3 instructions for use section 7, ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5, ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5, ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2, ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.